Event description:
It was reported that the device worked well to control the pt's emptying and frequency until the pt fell and was hit by a screen door. Her leads subsequently migrated. The total device system was explanted. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed no anomalies. All components were functionally ok.